Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. The analysis of the device revealed normal battery depletion and the battery indicator signified that it was time for device replacement. The performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device triggered recommended replacement time (rrt) on (B)(6) 2015. Analysis information: (B)(6) 2015, 21:20:04, cst pli# 10, product ID#: d354trg. The device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device triggered recommended replacement time (rrt) on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.